Event description:
It was reported that the sys mixes saved images upon recall and intermittently locks up and requires reinitialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that both of the single board computer circuit boards and the disk drive were defective and needed to be replaced. The sys was tested and found to be working as intended and placed back into service.